Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not functioning as intended, and customer's a1c has increased. Customer's blood glucose level was not provided. No additional information was available regarding the reported issue.